Manufacturer narrative:
Complete UDI#: (B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic cystectomy - "during robotic cystectomy, during robotic optic insertion, they noticed that part of universal seal failed down in abdomen. They took some time to recover it. Event was reported, as complain, to us, to (B)(6)." Type of intervention - "they had to search for lost part of seal in abdomen and this takes some time." Patient status - "good."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted the cannula was fractured at the proximal end near the seal housing. Engineering removed the seal and noted the duckbill was dislodged and the shield was missing. The duckbill was removed and the septum was found to be torn and missing a portion. A fragment of the missing portion was returned for evaluation, however, engineering noted not all pieces of the septum were returned. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum and dislodgement of the shield & duckbill appear to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. The damage to the cannula was likely caused by the da vinci cannula mount. This trocar model is not validated for use with the da vinci system, and using a non-validated cannula can result in damage to the cannula. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.